Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would not boot up. The display resolution setting for the displays were set to 1920x1080 instead of 1920x1200, which was not listed in the settings dropdown list in the display resolution settings. The kvm splitter was set to 1920x1080, which should not affect the cns. They rebooted the cns and were then able to select the correct setting, which resolve the issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: issues with displaying the cns application, such as a display resolution error, may occur when the resolution setting is not compatible with the cns software. A cns using the new gui uses the screen resolution of 1920x1200 while a cns using the old gui uses 1280x1024. The customer indicated they were freshly installing dual monitors for the cns. The most likely cause of the issue is inadequate set up of the device. The administrator's guide for the cns provides instructions on setting up dual monitors and configuring the correct display resolution for the device. Should the user have followed the administrator's guide and had the correct display resolution set, the display resolution issue may have been prevented.

Event description:
The customer reported that the central nurse's station (cns) would not boot up.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) won't boot up. Their monitors are set to 1920x1080 instead of 1920x1200 (not listed in dropdown for display resolution). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/24/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Event description:
The customer reported that their central nurse's station (cns) won't boot up.